Event description:
Customer reported a hospitalization due to low blood glucose. She reported that the blood glucose had been 38 mg/dl and that she started eating and did not take insulin but that the blood glucose kept dropping. She was taken to the hospital and the blood glucose dropped to 21 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.